Manufacturer narrative:
The product was analyzed on (B)(4) 2011, by s.g. Qe endo disposables. Evidence of this product analysis indicates this complaint is related to a known failure mode in which the tri cut blade encounters a high resistance force while cutting into hard bone. In gcapa (B)(4) (blades), the investigation closure rationale indicates this complaint has not tripped any risk thresholds. The occurrence rate will be monitored for any upward trends that could potentially exceed mitigation thresholds. Qe recommends file closure based on the aforementioned evidence. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
It was reported that during a "bilateral endoscopic sinus surgery" the surgeon was using a powered debrider. "The blade was being used at a speed of 5000 rpm in the oscillating mode on hard bone. The outer teeth appeared bent after the shaft [of the blade] broke cleanly in half just below the inner teeth." "There was no injury to patient or complications and no [device] fragments. This patient had very hard bone and the surgeon felt it contributed to the break of this blade." A powered microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess). Indications include soft tissue shaving, rhinoplasty (narrowing of the bony vault and revision of the bony pyramid), removal and shaping of bone during rhinoplasty procedures, removal of adipose tissue (lipo debridement) in the maxillary and incision and removal of soft sinus tissue.